Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The reported difficulty to remove was not confirmed. The filtration element was removed from the barewire with no difficulties. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficult to remove could not be determined. It may be possible that anatomical conditions prevented the barewire from being able to advance distally in the vessel independent from the filter; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left carotid artery. The barewire of the large emboshield nav6 embolic protection system (eps) could not move independently from the filtration element. The filtration element and barewire were removed together. A new device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.